Event description:
It was reported that the patient experienced inadequate stimulation of the spinal cord stimulator (scs) system. It was noted that the patient had a recent computerized tomography scan (CT scan) which showed increased degeneration of the patients' spine, which the physician concluded could be the cause of the increased pain. Multiple reprogramming sessions were done, however, was attempted but did not resolve the issue, the patient declined additional reprogramming and requested that the system be explanted. The patient is doing well post operative, and the devices will not be returned for analysis as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5141410. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5151687. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5128964. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5137319.